Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation. The IFU's specify how to connect the catheter to the access port in order to avoid the risk of premature disconnection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Access port placed (B)(6) 2017. During the second chemotherapy cycle, the patient experienced pain. The xray showed migration of the catheter from the access port to the level of the right svc. Clinical signs of right cephalic vein thrombosis. Removal and re-implantation required. Catheter removed (B)(6). Port and catheter not kept. Implantation of a new port (B)(6).